Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was found to be working as intended. The system was put back into service.

Event description:
The fse reported that the system locked up. There is no report of death or serious injury.